Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported by the distributor that when the nurse connected the second medication cassette, she realized that the extender was connected to the gastric port, and not to the jejunal port. The patient felt asthenic today. The extender was reconnected to the jejunal port. The patient has been receiving duodopa since (B)(6) 2020. Per additional information received on (B)(6) 2021, the event occurred at the patient's home.